Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A stomer reported via medwatch. "Patient was ordered to have a ivc filter placed. Right groin was accessed and catheter positioned in ivc. Upon deployment of the ivc filter it deployed prematurely in the catheter and was lodged in the catheter. The deployed device was removed from the right groin losing access. After pressure was held to right groin the left groin was accessed and a ivc filter was deployed to the ivc without issue."